Event description:
This report was received via a pharmacia & upjohn sales representative from an ophthalmologist requesting info concerning the model 912 iol. A pt had a cataract extraction and lens implant on feb 19, 1998/ about one week later, the pt complained of photophobia. The ophthalmologist performed another surgery in which he scrapped a gelatinous substance off the iol. The iol was not explanted. Multiple attempts to obtain add'l info from the physician have been unsuccessful.